Event description:
Literature: perruchoud c., bovy m., durrer a., rosato m., rutschmann b., mustaki j.-p., buchser e. 2011. Severe hypertension following accidental clonidine overdose during the refilling of an implanted intrathecal drug delivery system. Neuromodulation 2011; e-pub ahead of print. Doi: 10.1111/j.1525-1403.2011.00392.x summary: the authors report on complications associated with intrathecal pumps that may be linked to the surgical procedure, the im planted device, or the medication itself. Reportable event: the authors report on a (B)(6) old male patient implanted with a pump because of refractory low-back pain irradiating in both legs after multiple spine surgeries. Medical history was remarkable for diabetic polyneuropathy, arterial hypertension, and hypercholesterolemia. Intrathecal clonidine was administered with satisfactory pain relief for the past two years. On the day of the incident, the pump was refilled without obvious difficulties. Within 30 min of an apparently uneventful refill procedure, the patient developed troubled speech and altered consciousness. On admission the patient was unconscious and severe hypertension (205/147 mmhg) was observed. The cerebral CT scan was normal and a device-related problem was then suspected. The device was set to a daily dose of 275 mg of clonidine (600 mg/ml). It was stopped and the reservoir emptied. From the 40 ml reservoir, only 30 ml could be retrieved and it was clear that 10ml (6mg of clonidine) had leaked out in the pump pocket. The patient was admitted to the intensive care for supportive care. The hypertension was controlled with intravenous nitrates and the level of consciousness grad ually normalized over a period of five hours. The patient was discharged two days later and recovered without squeal. The authors indicated that the "shorter distance, nearly 6 mm, between the outer border of the silicone septum and the floor in the reservoir makes the puncture more difficult". The author also indicates that "although the manufacturer provides dedicated refill kits, our standard refill procedure was to use a 24-gauge needle on a three-way connector directly on the syringe, a syringe change is required if 20 ml syringes are used as it is in our case". The authors indicated that they believe needle dislocation occurred during the refill procedure with ensuing spilling of various drug doses in the pump pocket.